Event description:
It was reported that the patient presented in the operating theater for device upgrade. During the procedure, the helix of the right ventricular lead was difficult to deploy and seemed sluggish. There was difficulty observing the lead under fluoroscopy. While trying different lead positions, the lead perforated the right ventricle, which led to pericardial effusion. The patient underwent a pericardial window procedure. It was further noted that the patient had left bundle branch block, thus the physician implanted a single chamber system. The patient is recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.